Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: #1627487-2014-21029. The patient received two scs leads with the same lot number. It was reported the patient is experiencing pain at the ipg site in addition to never receiving effective stimulation from her scs system. Subsequently, the patient's scs system was explanted.